Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (batteries are not properly charging) has been confirmed. Upon evaluation, liquid contamination was discovered in the charger. The root cause for the contamination cannot be positively determined, but was likely a result of liquid ingress. No adverse event resulted from the contamination in the charger. The patient received a replacement battery charger.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his batteries were not charging properly. A review of the patient's download revealed several battery pack faults. The patient was issued a replacement charger.